Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for pain stimulation experienced issues as the stimulator had been down. The patient reported experiencing leg pains again, which possibly started in (B)(6) after a hip injury. The patient's healthcare provider had passed away, and the patient was planning to have hip surgery in 45 days. The patient sought assistance to get the stimulator operational and was informed about the role of the representative. The patient was provided with stimulation longevity information and redirected to their healthcare provider. The patient had a rechargeable battery, and further longevity information was reviewed. (B)(6) 2025: new information was received from the patient (pt). The pt called back stating that they had hip surgery and were now trying to find a physician to replace their ins battery. The patient was now having spinal problems and wanted a neurostimulator. The agent closed the case. (B)(6) 2025: caller stated that patient has had multiple revisions - the ins was replaced in (B)(6) 2025. Caller didn't have any further information.

Manufacturer narrative:
Corrected aware date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.